Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 243 mg/dl. The customer stated that she wore the insulin pump in her shirt, and the device may have been pressed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the act button due to corroded keypad traces noted. The insulin pump was received with cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.